Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): postal code: (B)(6). PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter did not "retract correctly" during a thoracentesis procedure on an unknown patient. The specialist stated that, "after having armed the catheter, the device does not retract correctly; after that, when the catheter is inside the patient, it retracts on its own, making its use impossible." This has been interpreted as difficult removal of the stiffener. It was later clarified that he device was not placed, as it failed on the surgical table when being prepared. No additional procedures or adverse effects were experienced by the patient due to this occurrence.

Manufacturer narrative:
Correction: in additional information provided by the customer, it was reported that the drain was unable to remain locked during procedure prep, not difficult removal of the stiffener as previously thought. This event is now not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. No additional reports will be provided for this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 29jun2022, it was reported that when the device was assembled and the internal components removed, the catheter, "did not retract correctly, remain coiled or trapped in the same position." A new catheter of the same brand was used to complete the procedure.